Event description:
It was reported that a device leak was noted. A 2.4mm jetstream xc atherectomy catheter was used during a superficial femoral artery (sfa) atherectomy. The lesion was severely calcified, mildly tortuous, and 80% stenosed. During the procedure, a leak was observed in the middle part of the catheter shaft, and bodily fluid and saline were observed exiting the device. A photograph was provided which appeared to show sheath damage. The catheter was removed, and the procedure was successfully completed with a different catheter. There were no patient complications and the patient fully recovered.